Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 error code was confirmed. The device evaluation found a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image it is likely due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board set could not be established at this time. Olympus will continue to monitor field performance for this device.